Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported that the revision date took place on (B)(6) 2014.

Event description:
It was reported that during a routine clinic check, the patient was experiencing shortness of breath. The patient has a history of chronic obstructive pulmonary disease and atrial fibrillation which was being sensed on the ventricular channel. The ventricular lead exhibited loss of capture. The lead was imaged and revised at a later, unknown date.